Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code fc1004 indicative of short circuit. It was believed that both the right ventricular (rv) lead and the right atrial (ra) lead was dislodged. Upon review, it was noted that the ICD delivered an inappropriate electric shock due to oversensing non-physiologic noise. Additionally, it was noted that the ICD recorded signal artifact monitoring (sam) episodes due to suspected signal artefacts and high out of range pacing impedance measurements were also observed. This resulted in the minute ventilation (mv) feature being automatically disabled. Therapy was programmed off. Device and leads was recommended replaced. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Device and patient codes were already updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device case and header noted no damage or defects; notably, no arc mark was observed on the case. The battery remained within normal range and did not trigger early replacement indicators. Internal records showed two high-voltage faults on the same day. Imaging confirmed the plasma fuse was blown. This suggests the device attempted to deliver therapy into a low-resistance path, such as a shorted lead. The damage is attributed to external conditions, no device-related deficiency was identified. Explant performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code fc1004 indicative of short circuit. It was believed that both the right ventricular (rv) lead and the right atrial (ra) lead was dislodged. Which was beleived to be caused by syndrome of twiddler. Upon review, it was noted that the ICD delivered an inappropriate electric shock due to oversensing non-physiologic noise. Additionally, it was noted that the ICD recorded signal artifact monitoring (sam) episodes due to suspected signal artefacts and high out of range pacing impedance measurements were also observed. This resulted in the minute ventilation (mv) feature being automatically disabled. Therapy was programmed off. Device and leads was recommended replaced. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code fc1004 indicative of short circuit. It was believed that both the right ventricular (rv) lead and the right atrial (ra) lead was dislodged. Upon review, it was noted that the ICD delivered an inappropriate electric shock due to oversensing non-physiologic noise. Additionally, it was noted that the ICD recorded signal artifact monitoring (sam) episodes due to suspected signal artefacts and high out of range pacing impedance measurements were also observed. This resulted in the minute ventilation (mv) feature being automatically disabled. Therapy was programmed off. Device and leads was recommended replaced. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code fc1004 indicative of short circuit. It was believed that both the right ventricular (rv) lead and the right atrial (ra) lead was dislodged. Which was beleived to be caused by syndrome of twiddler. Upon review, it was noted that the ICD delivered an inappropriate electric shock due to oversensing non-physiologic noise. Additionally, it was noted that the ICD recorded signal artifact monitoring (sam) episodes due to suspected signal artefacts and high out of range pacing impedance measurements were also observed. This resulted in the minute ventilation (mv) feature being automatically disabled. Therapy was programmed off. Device and leads was recommended replaced. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device case and header noted no damage or defects; notably, no arc mark was observed on the case. The battery remained within normal range and did not trigger early replacement indicators. Internal records showed two high-voltage faults on the same day. Imaging confirmed the plasma fuse was blown. This suggests the device attempted to deliver therapy into a low-resistance path, such as a shorted lead. The damage is attributed to external conditions, no device-related deficiency was identified. Explant performed.